Event description:
The physician implanted an integrity bare metal stent. Vessel location was the aorta for blalock-taussig (bt) shunt. It was reported that the stent had passed it's use by date when implanted. The device was removed from its packaging as per IFU and inspected with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (device used after its expiry date). Unapproved use of device - (device used for blalock-taussig (bt) shunt). Expiration date exceeded - (device used after its expiry date). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: failure to follow instructions (device used after its expiry date). Off-label, unapproved or contraindicated use (device used for blalock-taussig (bt) shunt). No device failure (no device problem reported). (B)(4).